Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a hemicolectomy, the powered circular stapler didn't work. After the display turned on and after the trocar was inserted into the stapler head, the trigger wouldn't work. The stapler neither sutured nor cut. Surgery was delayed 20 minutes, but was successfully completed. No fragments were generated and there were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # t5e27p. Device analysis: the analysis results found that the cdh25p device arrived with no apparent damaged. The breakaway washer was present, uncut and there were staples present. Upon insertion of battery, the green check mark came on suggesting the device was not reset after firing during manufacturing process. This confirms the experience. Device was reset in the pi lab and was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. Per the condition of the sample received appears that device was fired during manufacturing process but not reset before reloading the staples. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.